Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported that the patient had a shock and plot 0 was out of order. It was reported that the plot was previously stimulated. The rep managed to find a new program but it was out of regulation (oor). They changed all the parameters but that did not change anything. The patient was stuck at the intensity level with their remote control and for now, it was comfortable. No further complications were reported/anticipated.